Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. There was no patient involvement reported. Upon triage on (B)(6) 2018 service found the pump had no audible alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service found the pump had no audible alarm.¿ the unit was triaged and the reported condition was confirmed. The unit did not tone at start up. The device was opened and inspected and capacitor c168 was found displaced from its proper location. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.